Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. There were no indications of smoke emanating from the cycler during the treatment test. The catch post hi-pot test and the voltage check were performed and passed. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a fresenius liberty select cycler peritoneal dialysis (pd) machine had white smoke coming from the machine which was too hot to touch during step 3 of setup. The patient has not used a heating pad and the home has a temperature of 72 degrees fahrenheit. Technical support instructed the patient to turn off the machine and unplug the cycler from the wall outlet. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. A patient was not connected to the machine at the time of the incident. Upon follow up, the patient caregiver confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did not complete treatment. The patient caregiver stated that the cycler was replaced and performing without further issue. The old cycler is available to be returned to the manufacturer for physical evaluation. Additionally, the patient caregiver confirmed that there was no external damage observed on any other components, or any other additional issues, associated with the smoking. A replacement cycler was provided and received.